Event description:
A pt was treated on 9/4/96 into vertical lines above the upper lip. On 9/5/96, the pt noted a "nodule" at the inner mucosa of her upper lip. On 10/14/96, she presented with slight erythema and induration at one of the upper lip treatment sites, as well as induration and slight tenderness at the inner mucosa of the upper lip. The physician did not believe that the symptoms represented a hypersensitivity. He was unsure of a diagnosis; intralesional triamcinolone was prescribed.